Event description:
The pt reported the up/down buttons of the infusion device do not work properly. On (B) (6) 2010 the pt's blood glucose measured 189 mg/dl at 6:00 pm and 250 mg/dl at 10:00. At 3:00 am, the pt was found in bed "shivering and sweating" and blood glucose measured 42 mg/dl. The pt switched to the backup infusion device and had no further issues. The pt's normal blood glucose range is 70-140 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.